Event description:
It was identified that the customer's basal programming was unknown. The customer reported that they experienced high blood glucose. Troubleshooting was performed. The customer stated that there were no symptoms. The customer had an emergency kit and the customer was treated with a syringe. The customer also reported high blood glucose alterations and they were assisted in configuring the pump correctly. The insulin pump will not be returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.